Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the distal end of the subject device was broken and the inside was exposed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9. The device was returned to olympus for inspection, and the reported failure of distal end was broken and the inside was exposed was confirmed. Based on the results of the investigation, the probable cause of the alleged failure was due to the deep dent probe unit. The most probable cause of this complaint is traced to cause traced to component failure¿expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.